Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, oversensing, and pacing inhibition with asystole greater than two seconds. Increased patient follow-up. No additional adverse patient effects were reported. The lead has not been returned. If the product is received, this report will be updated with pertinent information upon completion of analysis.